Event description:
The consumer states there are three screws on the hydraulic pump that are sticking out. The consumer allegedly cut her leg on the screws, resulting in a 2 inch gash requiring stitches.

Manufacturer narrative:
Consumer alleges 3 screws are present on the pump and resulted in consumer cutting their leg requiring stitches. No history to suggest a product problem. Device currently remains in use. Lift has been in service for well over a year with no prior reported incidents. Device maintenance history is unknown.